Event description:
A malfunction was reported with a pump, indicated by a malfunction code of 24, and it was determined that the issue could not be reset. There was no adverse impact on the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.